Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the central venous pressure value of a disposable pressure transducer was 200mmhg on the first day of use. Occlusion, leakage, or kink were not observed. The device was exchanged and the problem was solved. The patient was not treated based on the incorrect value. Nihon koden patient monitor was used. Other information such as expected value, whether there was problem with the shape of the pressure waveform or not, if the value and waveform matched or not, if it was able to zero or not, if the customer performed trouble shooting other than exchange the device, and if the error message was indicated or not were unknown. The sample of tracing was not available. Patient demographic information requested but unavailable. There were no patient complications reported. The device was discarded by the hospital.